Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hiatal hernia procedure. The needle fell off of the suturing device and into the cavity of the patient. The device was difficult to toggle, difficult to load, and difficult to unload. In order to resolve the issue and complete the case, had to use three different devices. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the needle was removed from the patient cavity.